Event description:
During a follow up call regarding an unrelated issue, the facility nurse provided the following information: product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding a separate incident. The nurse reported the patient had an elevated fever, abdominal pain, and cloudy effluent on (B)(6) 2012. The patient was seen in her home. The patient was not hospitalized and treated with ceftazidime 1 gram ip (frequency unknown). The nurse stated the cause of this peritonitis was a touch contamination. Both the patient and daughter have been retrained and the patient is recovering from this peritonitis. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the product code is unknown, a 510k number was not able to be identified.